Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle there was a mix of products in a pack. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported item # 324910 lot # 6256610 1 packet of 10 mixed in box with 324909 lot # 0258155a. Lot # 6256610. Catalog# 324910. Date of event (B)(6) 2023. Sample status awaiting sample.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle there was a mix of products in a pack. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported item # (B)(4) lot # 6256610 1 packet of 10 mixed in box with (B)(4) lot # 0258155a. Lot # 6256610. Catalog# 324910. Date of event 10/11/2023. Sample status awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 03-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.